Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the issue happened during an upper endoscopy diagnostic procedure. No abnormalities were detected in the pre-use inspection. Vertical lines were seen during examination. The endoscope was not changed during the procedure. No additional anesthesia was required for the patient. There was no delay in treatment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was determined that the foreign material was derived from pieces which fell off from rubber products such as packing rubber. It was not possible to specify the cause but it is presumed that rubber parts of the peripheral devices which were used for reprocessing or else deteriorated over time and shavings were generated. Then, they accidentally entered the air/water channel, which caused clogging. It was also noted that there was vertical line "noise"; since the pins on the electrical contacts of the scope connector were corroded, it is presumed that water or chemical agent flew the pins on the electrical contacts during reprocessing. There is a possibility that flown moisture caused connection failure such as short circuit at the pin part on the electrical contacts, which resulted the suggested image abnormality. It is recommended that the user facility inspect the devices in use and take actions such as replacing them with new ones if needed for prevention of recurrence. Since the pins on the electrical contacts were observed corroded, it is further suggested that the user facility review the method of handling the device while the water-resistant cap is not attached. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported, the colonovideoscope displayed a noisy image with vertical lines. The device was returned, and an evaluation revealed presence of foreign material in the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. There was no foreign material that was adhered to the scope. It was possible that the endoscope was used in a case with foreign material attached to it. The customer also reported that the site uses a non-olympus reprocessor and air pressure may be weak. There was no delay to start of pre-cleaning. The water and air was aspirated through the air/water nozzle. There were no problems with accessories used for reprocessing. The endoscope was submerged in cleaning solution. The air/water nozzle was brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. An evaluation of the returned device could not confirm the customer allegation. Due to wear of angle wire, bending angle in the upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was chipped and had a crack. Due to clogging of nozzle, water removal ability does not meet the standard value. Scratches were found throughout the device. Electrical connector had corrosion due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.